Event description:
Pt was undergoing an open reduction internal fixation of right extra-articular radius fracture. The surgeon was using medartis aptus hand plates and screws to fixate the fracture. As the 2.5mm non-looking screw was being tightened, the screw head broke off of the screw. The screw was significantly imbedded in the bone and did not demonstrate any type of loosening, so it was left in place. It is the surgeon's opinion that this should not have any clinical consequence for this pt. A MFR's rep was present during the case and is aware of the occurrence.